Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that attempts to interrogate the pulse generator using two different programmers in two different rooms was unsuccessful. A surface ECG showed that the device was pacing at 60 ppm and with a magnet applied the rate was 93 ppm. Battery data in (B)(6) 2010 was 2.66 v, 26 ua, 3 kohms with a remaining longevity of one year until elective replacement indicator (eri). The device was removed and replaced.